Event description:
This case was initially received via regulatory authority (B)(4) (reference number: (B)(4)) on 04-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("still have major pain, I am again taking decapeptyl and luteran") and phlebectomy ("surgery on the right saphenous vein") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "gynaecologist placed the essure device and, at the same time, performed novasure endometrial ablation" on (B)(6) 2012. The patient's past medical history included vascular disorder (contraindication to pill) and bleeding menstrual heavy. Previously administered products included for contraception: oral contraceptives. Concomitant products included triptorelin acetate (decapeptyl) on (B)(6) 2013 for bleeding menstrual heavy. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("intense pain all over body"), hypomenorrhoea ("had still had my period, granted less abundant"), muscular weakness ("muscle weakness"), joint crepitation ("cracking joints"), haemorrhoids thrombosed ("haemorrhoids (thrombosed and swollen)"), skin discolouration ("hands and feet constantly purplish"), feeling cold ("feeling of cold"), fatigue ("exhaustion due to accumulated fatigue caused by insomnia"), insomnia ("insomnia"), irritability ("irritability"), hyperhidrosis ("sweating") and vitamin b12 deficiency ("borderline vitamin b12 deficiency"). On (B)(6) 2015, the patient underwent phlebectomy (seriousness criterion medically significant). The patient was treated with triptorelin acetate (decapeptyl) and chlormadinone acetate (luteran). At the time of the report, the pelvic pain had not resolved and the phlebectomy, pain, hypomenorrhoea, muscular weakness, joint crepitation, haemorrhoids thrombosed, skin discolouration, feeling cold, fatigue, insomnia, irritability, hyperhidrosis and vitamin b12 deficiency outcome was unknown. The reporter provided no causality assessment for fatigue, feeling cold, haemorrhoids thrombosed, hyperhidrosis, hypomenorrhoea, insomnia, irritability, joint crepitation, muscular weakness, pain, pelvic pain, phlebectomy, skin discolouration and vitamin b12 deficiency with essure. The reporter commented: events started on (B)(6) 2012 (placement date). As I still had my period, granted less abundant, I started treatment with decapeptyl on (B)(6) 2013 for one year. Because I still have major pain, I am again taking decapeptyl every month (for 6 months) and luteran continuously since (B)(6) 2016. Conservatory measures and actions taken: steps are underway. Further company follow-up with the regulatory authority is not possible. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient who had essure (fallopian tube occlusion inserts) inserted and experienced still have major pain, whereupon she was receiving treatment with triptorelin acetate and chlormadinone acetate (thus interpreted as chronic pelvic pain). She also had a surgery on right saphenous vein. Pelvic pain and saphenectomy were considered serious due to medical significance. Pelvic pain is anticipated in the reference safety information of essure, saphenectomy is unanticipated. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, the medical information was limited, but considering the course of the event and the lack of alternative explanations, a causality of essure cannot be excluded (related). Saphenectomy was considered unrelated. This case was classified as incident in line with the ha assessment and due to the relevant medical intervention. Other non-serious events were also reported, mostly unanticipated. A product technical analysis is expected. Active follow-up cannot be pursued in this ha case. According to the field safety notice distributed on march 2, 2016 in (B)(4), endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 04-apr-2017. The most recent information was received on 08-may-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("still have major pain, I am again taking decapeptyl and luteran") and phlebectomy ("surgery on the right saphenous vein") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "gynaecologist placed the essure device and, at the same time, performed novasure endometrial ablation" on (B)(6) 2012. The patient's past medical history included vascular disorder (contraindication to pill) and bleeding menstrual heavy. Previously administered products included for contraception: oral contraceptives. Concomitant products included triptorelin acetate (decapeptyl) on (B)(6) 2013 for bleeding menstrual heavy. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("intense pain all over body"), hypomenorrhoea ("had still had my period, granted less abundant"), muscular weakness ("muscle weakness"), joint crepitation ("cracking joints"), haemorrhoids thrombosed ("haemorrhoids (thrombosed and swollen)"), skin discolouration ("hands and feet constantly purplish"), feeling cold ("feeling of cold"), fatigue ("exhaustion due to accumulated fatigue caused by insomnia"), insomnia ("insomnia"), irritability ("irritability"), hyperhidrosis ("sweating") and vitamin b12 deficiency ("borderline vitamin b12 deficiency"). On (B)(6) 2015, the patient underwent phlebectomy (seriousness criterion medically significant). The patient was treated with triptorelin acetate (decapeptyl) and chlormadinone acetate (luteran). At the time of the report, the pelvic pain had not resolved and the phlebectomy, pain, hypomenorrhoea, muscular weakness, joint crepitation, haemorrhoids thrombosed, skin discolouration, feeling cold, fatigue, insomnia, irritability, hyperhidrosis and vitamin b12 deficiency outcome was unknown. The reporter provided no causality assessment for fatigue, feeling cold, haemorrhoids thrombosed, hyperhidrosis, hypomenorrhoea, insomnia, irritability, joint crepitation, muscular weakness, pain, pelvic pain, phlebectomy, skin discolouration and vitamin b12 deficiency with essure. The reporter commented: events started on (B)(6) 2012 (placement date). As I still had my period, granted less abundant, I started treatment with decapeptyl on (B)(6) 2013 for one year. Because I still have major pain, I am again taking decapeptyl every month (for 6 months) and luteran continuously since (B)(6) 2016. Conservatory measures and actions taken: steps are underway. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-may-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 2.782 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous consumer report, received via health authority (ha), refers to a female patient who had essure (fallopian tube occlusion inserts) inserted and experienced still have major pain, whereupon she was receiving treatment with triptorelin acetate and chlormadinone acetate (thus interpreted as chronic pelvic pain). She also had a surgery on right saphenous vein. Pelvic pain and saphenectomy were considered serious due to medical significance. Pelvic pain is anticipated in the reference safety information of essure, saphenectomy is unanticipated. Pelvic, abdominal, or uncharacterized pain may occur after the insertion or during the use of essure, but different causes (also non-gynecological) are possible. In this particular case, the medical information was limited, but considering the course of the event and the lack of alternative explanations, a causality of essure cannot be excluded (related). Saphenectomy was considered unrelated. This case was classified as incident in line with the ha assessment and due to the relevant medical intervention. Other non-serious events were also reported, mostly unanticipated. The product quality investigation concluded a quality defect was not confirmed. Active follow-up cannot be pursued in this ha case. According to the field safety notice distributed on march 2, 2016 in the EU, endometrial ablation and the essure procedure should not be performed during the same surgical session. Review of medical information on women who underwent both an essure procedure and an endometrial ablation revealed that they may be at increased risk for certain events known to be associated with each procedure. This topic is being addressed immediately by a fsn and in an upcoming revision of the IFU. Bayer will continue to monitor the safety of essure through post-market-surveillance according to established process.